Manufacturer narrative:
The electrode serial number and the expiration date were requested but not provided. The field service engineer inspected the analyzer and determined that dirty fluidic lines and a sticky sipper solenoid had caused the event. He cleaned the fluidic lines, cleaned and lubricated the sipper solenoid, and replaced the sample probe. He verified the analyzer's performance with operational and mechanical checks. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium assay results for three patient samples tested on the cobas pro ise analytical unit. The following are examples of two patient samples with discrepant results: patient sample 1 the initial result from the analyzer was 146.7 mmol/l. The repeat result on another analyzer was 138 mmol/l. The repeat result after cleaning the reported analyzer was 140.5 mmol/l. Patient sample 2 the initial result from the analyzer was 131.4 mmol/l. The repeat result on another analyzer was 124.6 mmol/l. The repeat result after cleaning the reported analyzer was 127.1 mmol/l.

Manufacturer narrative:
The investigation determined that a hardware issue caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.